Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer via e-mail stated that the oral-b toothbrush head fell off the oral-b toothbrush while brushing their teeth. No injury was reported.